Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer has been having high blood glucose readings. Customer's blood glucose was 552 mg/dl. Customer treated with a manual injection. Customer was disoriented a little bit. Customer was advised to change the carb ratio. Caller found there are only stress marks on the tubing. Caller stated that he did see a small kink on the tubing but he was able to straighten it out. Customer found that she was getting no delivery alarms on (B)(6) 2014. Caller found that the (B)(6) report does not show the readings that she does not bolus with it. Caller was shown how to bolus properly. Caller stated that the cannula was bent when the set was removed. Customer's last reading was 600 mg/dl. Customer was given an extra 10 units of insulin and her blood glucose went down to 552 mg/dl. Customer was at 391 mg/dl this morning but it has been running up into the 300-500's mg/dl. Customer stated that one of her medications is causing the high readings.